Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
Mrs (B)(6), biomedical engineer from the clinic, reported that the radidium arthrodesis osteosynthesis stem broke. Mrs (B)(6), biomedical engineer from the clinic, further mentioned that a revision had to be performed. Updated information regarding vocabulary: "stem" means "rod".